Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was not charging properly. To restore functionality, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the battery indicator of the imaging system showed a critical battery status. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that when installed on a test system, the generator and motion were ready. Charging and communication were successful. 3d and 2d images were acquired. Analysis found that the cable functions as intended if information is provided in the future, a supplemental report will be issued.